Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head failed system b transmit waveform and electromagnetic field immunity functional tests; rf head had internal corrosion. It is noted the rf head lens was very foggy and the top case was discolored. (B)(4).